Event description:
It was reported that noise and improper impedances were observed during measurement testing. Lead damage was suspected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.